Manufacturer narrative:
An isi field service engineer (fse) was dispatched to further investigate the reported issue. However, the customer declined service. The customer stated that she had not heard any further complaints about this issue which could be a clinical issue of energy timing out for normal safety reasons. No site visit was conducted as the customer stated that the system was working properly and no additional action was required. The lot number of the vessel sealer extend instrument was not available from the customer. A review was conducted to attempt to identify the lot number. On (B)(6) 2020, there were two total benign hysterectomy procedures with on system sk1939 with this surgeon. It could not be determined which vessel sealer extend instrument was at fault because there were multiple vessel sealer extend instruments used in the cases that day. No images or procedure videos were shared for the event. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the surgeon had an issue with the right blue pedal on the surgeon side console (ssc). The customer mentioned that this issue occurred during a procedure yesterday. The customer further clarified that the issue was with the sealing function of the vessel sealer extend (vse) instrument. The customer stated that the vse would stop sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) was not present for this case, but was informed of the issue the next day while onsite. The csr had no further details regarding the event. There was no report of bleeding nor patient injury as a result of the insufficient seal. It is unknown what sounds or messages were displayed by the system. The procedure was completed robotically as planned. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.